Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(4) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that centrimag nor lvad were contributory. Devices were placed in order to support patient despite already failing other means of support.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related rvad is reported under manufacturer report number 3003306248-2023-07184. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a history of pulmonary embolus. Pre-operative, thrombus was noted in right atrium, right ventricle and atrial appendage. Left ventricular assist device (lvad) was placed with extreme vasoplegia despite methylene blue and b12 administration. Right ventricular assist device (rvad), centrimag was placed due to extreme hypotension and inability to wean off bypass. The patient was weaned off bypass and transferred to intensive care unit (ICU). The patient passed away on (B)(6) 2023 due to heart failure. Per account, the device functioned as intended.